Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See scanned page.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed the continuity resistance test and the sensor failed the test.

Event description:
Customer reported having sensor issues. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed. Customer was advised how to properly calibrate the sensor. No further information reported.